Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 402 mg/dl at the time of incident and current blood glucose level was 88 mg/dl. Customer¿s other blood glucose level was 331 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with insulin pump. Customer did not allege insulin pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was assisted in performing test on transmitter and the test was passed. Customer stated that the auto mode feature was active. Customer troubleshoot was performed for high blood glucose level. The insulin pump will not be returned for analysis.